Event description:
A discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl 200 system. The falsely depressed result was reported to the physician(s) and was not questioned. The same sample was reprocessed on the same dimension exl 200 system and on an alternate dimension exl 200 system. Higher results were obtained and considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tnih result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (29-aug-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. Hsc observed that the aspiration profile associated with the falsely depressed tnih result was atypical and consistent with an incomplete sample aspiration. Only this sample produced an atypical aspiration indicating the source of the issue was the sample and not the sampling system of the dimension exl 200 system. A customer service engineer (cse) was dispatched to verify/correct the system alignments. The cse proactively adjusted the small sample container (ssc) sample cup alignment. No product non-conformance was identified with the tnih assay or the dimension exl 200 system. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00223 was filed on 23-aug-2022.